Event description:
Related manufacturer reference number: 2017865-2022-22170. It was reported the patient presented in clinic for follow-up. Upon interrogation it was discovered the right ventricular lead was sensing atrial activity. Imaging confirmed the atrial and right ventricular leads had dislodged. While attempting to reposition the leads, the helix on the right ventricular lead would not retract. The right ventricular lead was explanted and replaced. The atrial lead was successfully repositioned on (B)(6) 2022. There were no patient consequences.